Manufacturer narrative:
This supplemental report is submitting to correct "device product code"

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel of the subject device tested positive for mesophilic aerobic bacteria (16 cfu /channel). The air/ water channel and the distal end tested negative. The result of the additional microbiological testing by a third party laboratory satisfied the german guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the subject device tested positive for unspecified microorganism. There was no report of infection associated with this report.